Manufacturer narrative:
Evaluation: results: inherent risk of procedure (endoleak), (unknown cause of event), unapproved use of device (device used as an aui). Evaluation: conclusions: (unknown cause of event), user error contributed to event (device used as an aui).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a talent converter was used as a primary aui. At the end of the case there was a type IV. The patient has not been treated. No clinical sequelae were reported, and the patient is fine.